Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058.. Routine testing confirmed that this device was installed by the customer in january 2010 and performed to specification up to the 12th june 2016. An increase in voltage suggests a further pad-pak was installed. The device records manual power ups under 1 minute duration on the 13th june 2016. Investigation found the reported fault may be attributed to membrane failure. The manual power ups recorded may suggest the device was switching on automatically and the user was intervening by turning the device off via the on/off button. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.